Event description:
Add'l info received from MFR on 6/18/99: as of today, MDR, inc has not received info concerning the pts' pre-and post operative status, physician's findings, operating facilities, etc. MDR, inc has faxed a total of five urgent notices to the rptr. Medical developmental research, inc review of device history records, sterilization records and lal testing for the intraocular lens lot numbers listed on the 5/17 complaint do not contain deviations from standard mfg processes. All intraocular lenses released to inventory passed all required specs. 10x examination of sealed/sterile retainers from the intraocular lens lots in question demonstrated the lenses to be clear. A review of the instructions for use sheet clearly indicates that "the surgeon must be aware of the risk of opacification of the intraocular lens, which may necessitate lens removal."